Event description:
The customer reported that while running an htlv-I/ii assay, summit sample handler, did not pipette the correct amount in well position h3 and no error message was given. A field service engineer was dispatched. Copies of error log and smt log were forwarded to qa for review. No death or serious injury was associated with this event.